Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: the photograph(s) received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: rupture. Additional information: phone number (B)(6).

Event description:
Healthcare professional reported rupture on the left side. Rupture was diagnosed by MRI scan. The device has been explanted.

Event description:
Healthcare professional reported rupture on the left side. Rupture was diagnosed by MRI scan. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the side anterior assessed as unidentified (tear) opening.